Event description:
There is an on-going problem with abbott labs freestyle libre, in that it won't stay on. I have returned several of them already because they fell off. My pharmacist is aware that this is an on-going problem. I have seen other residents where I live also returning ones that fell off. I have talked with abbott several times, and they recommend buying stronger glue. I live on social security, and can't afford to spend $70 for their glue, if it even works. If the product can't be used as prescribed, they should either fix the problem directly, or provide a fix free of charge. I have spoken with them several times. See scanned pages.